Manufacturer narrative:
This report is being submitted as follow-up no. 1 for mfg. Report no. 9681834-2015-00233 to provide an update on the status of this report. As of (B)(4) 2015 the actual device has not been returned to the manufacturing facility. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up no. 1 for mfg. Report no. 9681834-2015-00233 to provide an update on the status of this report.

Manufacturer narrative:
As stated in section this report is being submitted as follow-up no. 3 for mfg. To provide an update on the status of this report. As of (B)(6) 2016 the actual device has not been returned to the manufacturing facility. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up no. 3 for mfg. Report no. To provide an update on the status of this report.

Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.52(f) (11) because the information was not initially completed by the user facility. The actual device has not been returned to the manufacturing facility for evaluation. A follow up will be sent within 30 days of this report being sent. For this reason, evaluation code was used in the conclusions section. The product code was not provided by the user facility but was traced back from the reported lot number to be either (B)(4). A review of the device history records and product release decision control sheets of the two potential product/lot# combinations confirmed there were no indications of production related anomalies or discrepancies in the test/inspection results. A search of the complaint file found no report with the potential product/lot# combinations. (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. Actual device not returned.

Event description:
The user facility reported leakage in the capiox fx25 device. Follow up communication with the user facility confirmed the following information: (1) blood leakage occurred in the connected venous line of the oxygenator during patient bypass; (2) it was reported that the device leaked three blood drops, then the clamp ring was tightened; (3) the procedure was completed successfully; and (4) there was no harm to the patient.

Manufacturer narrative:
This report is being submitted as follow-up no. 4 for mfg. Report no. 9681834-2015-00233 to provide an update on the status of this report. The actual sample was returned to the manufacturing facility for evaluation. The actual sample was found to have been contaminated with blood and was rinsed and dried before being evaluated. Visual inspection found that the tube connected to the blood inlet port of the actual sample was tightened with two kinds of tie-bands, a black one and a white one. The actual sample was circulated with saline solution for 1 hour before and after the tie-bands were removed from the port. No leak was observed at the blood inlet port. After the tie-bands had been removed from the tube, the presence of blood was found between the tube and the blood inlet port. The blood inlet port, after the tube having been removed from it, was inspected under magnification. No anomalies were noted. The dimensions were confirmed to meet the manufacturing specifications. The blood inlet port was jointed to a factory-reserve tube and the actual sample was filled with saline solution. With the blood outlet side clamped, pressure was applied to the actual sample from the blood inlet side for 6 hours. No leak was observed. The tube was removed from the actual sample and inspected under magnification. It was revealed that the tube had two pairs of traces indicating that it had contact with the edges of the blood inlet port. A review of the manufacturing record and the product release decision control sheet of the involved product/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product/lot# combination. The investigation result verified that the actual sample was the normal product with no leak. As a cause of the reported leak, it is likely that the tube connected to the blood inlet port of the actual sample slipped on the blood inlet port creating a leak channel between the tube and the blood inlet port. The circuit is under the control of a european manufacturer to whom terumo sells its oxygenator module. Therefore, this report does not meet the criteria for adverse event reporting. However, because the initial report has already been submitted prior to the additional information being received, this report is being submitted as follow-up to provide further detail regarding the investigation. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up no. 4 for mfg. Report no. 9681834-2015-00233 to provide an update on the status of this report.

Manufacturer narrative:
As stated, this report is being submitted as follow-up no. 2 for mfg. Report no. 9681834-2015-00233 to provide an update on the status of this report. As of december 10, 2015 the actual device has not been returned to the manufacturing facility. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason (B)(4) was used in the conclusions section. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up no. 2 for mfg. Report no. 9681834-2015-00233 to provide an update on the status of this report.